Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3889-28 lot# v794133, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the lead wire got disconnected about a 1.5 years prior and it stopped working. Since it stopped working, a new system was implanted on the other side of their body about four months prior to the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.